Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, within minutes, using different finger sticks. His results were 206 and 117 mg/dl. The reporter did not have any symptoms. Due to unavailability of supplies, no control solution test was done during troubleshooting.